Event description:
A customer reported difficulties with the quick bolus/wake button on their pump, which required multiple presses to turn on the screen. There was no reported impact on the customer¿s blood glucose level. Technical support instructed the customer on how to press the button effectively, but the problem persisted. Consequently, the pump was replaced under warranty. The customer did not disclose the backup therapy they would use to ensure uninterrupted insulin delivery.